Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the patients ipg had difficulty charging and keeping a connection with the remote. The patient underwent an ipg replacement procedure and was doing well postoperatively.